Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was received deployed within the proximal lumen of a microcatheter. The stent delivery wire (sdw) and the introducer sheath were returned, loaded in the rotating hemostasis valve (rhv). The microcatheter could not be flushed. The microcatheter was cut in order to retrieve the stent. The stent was deformed at the proximal end and at the distal end. All three marker bands were present on both ends of the stent. The sdw was kinked/bent at the distal end. The introducer sheath distal tip was damaged. The functional inspection was unable to be performed as the stent was returned in a deployed condition. The reported event ¿stent difficult/unable to advance or pullback through catheter' could not be replicated. However, the analysis results are consistent with the reported event. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'after the physician delivered the microcatheter to the target site using a guidewire, a stent was selected. After pushing the stent from the hub into the microcatheter, the stent could not be further advanced within the microcatheter. The physician then withdrew both the stent and the microcatheter together out of the body'. The stent was returned for analysis no longer loaded on the stent delivery wire (sdw). The stent was fully deployed inside the proximal lumen of a returned microcatheter. The stent could not be easily removed from the microcatheter lumen and the microcatheter shaft had to be cut in order to remove the stent. Once removed it was noted that the distal and proximal ends of the stent were deformed. The sdw was kinked/bent towards the distal end of the wire. The distal end of the introducer sheath was also noted to be damaged. Per the follow-up gfe responses, it is likely that the introducer sheath was initially set up correctly, but subsequently moved distally prior to stent advancement out of the sheath. This is supported by the damage noted to the distal tip opening of the sheath during visual inspection. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would become damaged as it passes through the deformed distal tip opening of the sheath. The user will then experience increased resistance while attempting to advance the stent into the microcatheter. Upon realizing this, the user normally attempts to withdraw the sdw and stent back into the introducer sheath. If the stent is firmly wedged inside the microcatheter lumen, the distal bumper of the sdw (which is smaller in diameter to the proximal bumper which is used to advance the stent) can slip through the stent, leaving the stent deployed inside the microcatheter lumen. This is the most likely explanation for the damage/observations noted during analysis and the information provided in the event description. The reported event ¿stent difficult/unable to advance or pullback through catheter' as well as the as analysed events ¿stent deployed prematurely during use¿, ¿stent deformed¿, ¿sdw kinked/bent¿ and ¿stent introducer sheath distal tip damaged¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications, and was reported to have been used in accordance with the dfu, but performance was limited due to some unknown procedural factor(s) during use.

Event description:
It was reported that during a procedure for a patient with a left vertebral artery aneurysm the physician planned to use stent-assisted coil embolization. It was reported that the subject stent could not be further advanced within the microcatheter. However, the subject stent was returned for analysis and was examined. During device investigation and analysis, it was discovered that the subject stent deployed prematurely during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.